Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional patient or event information is available. The receiver was received for evaluation. An external visual inspection was performed and the receiver passed. A boot test was performed and the receiver failed as the error was observed on the display. Review of the log data was performed and firmware errors were observed. The reported issue of error icon was confirmed via product testing.